Event description:
Device issue: dislodged stent. Time of device issue: during procedure. Adverse event: medical intervention to retrieve dislodged stent. Onset of adverse event: during the procedure. It was reported that the target lesion was located in the proximal to mid left anterior descending artery (lad) and the vessel diameter was 2.5 mm. After pre-dilatation, the xience v was delivered toward the lesion; however, it didn't cross lesion. When the xience v was attempted to be removed outside, it became stuck at the entrance of the guiding catheter, and the stent implant dislodged. The dislodged stent implant was removed from the patient with a snare. The stent was changed to a xience v 2.5 x 12 mm and it was implanted at the lesion without problem.

Manufacturer narrative:
(B)(4). (B)(4). The device was received. Investigation is not complete.